Event description:
It was reported that the ventricular lead exhibited high thresholds and the patient experienced diaphragmatic stimulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the ring electrode was fractured at 80.0 cm and at 82.3 cm from the connector pin which likely contributed to the reported threshold anomaly.